Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed solution coming out of the patient line of a cassette. The patient was not connected at the time of the event. The technical service representative assisted the patient with ending therapy. There was patient involvement but no injury or medical intervention was reported. No additional information is available.